Manufacturer narrative:
The device remains implanted and is not available for return to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient weight could not be obtained by medtronic. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 0-1 mm. The native leaflets were calcified but did not extend into the left ventricular outflow tract (lvot). Post implant, there was a 22 mmhg gradient and an angiogram and echocardiogram revealed a mild paravalvular leak (pvl) jet at the left coronary cusp. A balloon aortic valvuloplasty (bav) with a 28 x 3 balloon was performed with no improvement. Another bav was performed with a 30 x 4 balloon, and angiogram then showed severe pvl. A second transcatheter bioprosthetic valve was implanted valve in valve and subsequent angiogram revealed mild pvl with a gradient of 19.5 mmhg. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.